Event description:
The customer called for help in performing control tests. While performing the tests, he received results of 204 and 215 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.